Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer mentioned while the insulin pump was alarming no delivery they inserted a new battery and the insulin pump would not come back on. The customer was assisted with troubleshooting and the display did not return. The customer stated the no delivery alarm was a past event and resolved the issue by changing the reservoir and infusion set. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is expected to be returned for analysis.